Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported PICC implanted in march, patient very careful with the PICC, obese patient. In may rupture of PICC in cm 6 with extravasation of oxaliplatin, producing redness of the skin, pain and sensitivity in the area. Another PICC had to be placed in the patient to be able to continue with treatment. It was reported to be a partial fracture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between 22cm and 23cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC implanted in march, patient very careful with the PICC, obese patient. In may rupture of PICC in cm 6 with extravasation of oxaliplatin, producing redness of the skin, pain and sensitivity in the area. Another PICC had to be placed in the patient to be able to continue with treatment. It was reported to be a partial fracture. No other information was provided.

Event description:
It was reported PICC implanted in march, patient very careful with the PICC, obese patient. In may rupture of PICC in cm 6 with extravasation of oxaliplatin, producing redness of the skin, pain and sensitivity in the area. Another PICC had to be placed in the patient to be able to continue with treatment. It was reported to be a partial fracture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.